Event description:
It was reported that while preparing to start a da vinci si prostatectomy procedure, the site experienced a problem with psm1 not moving a full range of the insertion axis. With the assistance of an isi technical support engineer, the site attempted to use the instrument on other psms, the instrument advanced on the other two psms of the system. The site attempted to check the drape on psm1 and check for external/internal interference on psm1; however, this did not resolve the problem. The surgeon made the decision to abort the planned surgical procedure after ports had been placed and anesthesia had been administered.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the insertion issue experienced by the customer was associated with a bent cover on the psm arm insertion path. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected suj harness. On (B)(4) 2012, the initial reporter indicated that the account investigation of the event revealed that the system had been moved the night prior to the surgery. During the move, the system psm arm was bumped against a door.